Event description:
The facility's biomed engineer reported that colleague infusion pumps had battery problems. The pumps (unspecified number of pumps) were being sent to the biomedical dept with deep battery discharges and failure codes 199:117:307. The biomed did not know whether or not the pumps were being kept plugged in during use. The biomed stated no pt injury and no medical intervention have been reported.

Manufacturer narrative:
The pump is not available for eval. The device has been requested, however, the facility's biomed declined to return the pump for eval. Should the pump be rec'd for eval, a follow up report will be filed upon completion of the eval or if add'l info becomes available. Biomed testing: the biomed reported that after the pumps were plugged in the biomedical dept and the batteries were charged, the pumps passed the battery test. Review of the complaint history reveals similar battery reports have been rec'd for this product. There is a CAPA, mdq-CAPA-132, open to investigate this issue.